Event description:
Father stated that his son fell to the floor while entering through the school's ramp. Hurt his elbow causing a big edema. The cause of his fall was that the metal of the backframe broke which unbalanced his body.